Event description:
The pt is reportedly experiencing a pounding sensation and poor performance with device use. Programming adjustments were made, however this did not resolve the issue. Revision surgery is under consideration.